Event description:
A pt had a colonoscopy in 2005 (indication not provided). The following day, the pt experienced abdominal cramping, bleeding (clots), mucus and black watery diarrhea, and urgency. Pt was treated with anucort suppositories. The symptoms resolved four days later.